Manufacturer narrative:
Likely allergic reaction to the hema in the desensitizer.

Event description:
Dental assistant reported that patient woke up with swollen lips after using her kör whitening kit. Asked her if the desensitizer contained hema. Office confirmed that desensitizer does contain hema. Advised office to contact patient and have patient discontinue desensitizer use and to advise patient to seek medical attention for possible allergic reaction. Per follow-up on 12-20-2017, patient's swelling has gone down. Patient went to general practitioner for medication. Patient will continue whitening without desensitizer after the holidays.